Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that prior to intraocular lens (iol) implant procedure lens was scratched by injector. The lens was not used. Additional information has been received that the injector overrode the lens and lens was scratched by the injector.

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the method code should have been b22 instead of b14. The manufacturer internal reference number is: (B)(4).